Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery charger and two batteries were returned for evaluation. A review of the battery charger¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery charger revealed that the unit passed visual inspection. Functional testing revealed that a charging port one (1) was unable to charge a battery. Supplemental testing revealed a damaged fuse, diode, and fet in the charging circuit. It was determined that the battery charger was assembled with an incorrect inductor, resulting in damaged components. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. A review of the batteries' internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If a battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported event was confirmed. Based on the available information, a possible root cause of reported event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The most likely root cause of battery charger not charging can be attributed improper assembly. An internal investigation was initiated to investigate battery chargers assembled with incorrect inductors. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-10-31 UDI #:(B)(4). Mfg date: 2017-10-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries were exchanged, returned to the manufacturer, and found to be out of specification. No patient complications have been reported as a result of this event.